Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Initial reporter city: the initial reporter city was not reported. In this MDR, bd corporate headquarters in (B)(4) has been listed in the required field. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle exploded inside itself while injecting the medicine. It was explained by the client¿s wife, that the experience was painful. No medical interventions took place.

Manufacturer narrative:
Investigation results: two photos were received by bd canaan and evaluated. One photo depicted a single 3ml integra syringe with shielded needle from an unknown batch # (p/n 305272). The plunger¿s thumb rest was above the barrel shroud. The syringe¿s stopper was not in a bottomed out position with liquid residue visible above the stopper. Additionally, the stopper was clearly pierced at the center. These signs indicate the needle was prematurely retracted. DHR review could not be performed due to unknown batch #. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the photo evaluation bd canaan was able to confirm the customer's indicated failure. Root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.